Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor, it was noted there was no audible tone when attempting to cut/seal via bisector activation, in addition to an absence of heat delivery despite attempts to activate the harvester. The mechanism was not delivering energy; thus, the team enacted these troubleshooting steps: the power cord (vh-4030) was first replaced, and an attempt was made with the same power supply, adapter, and harvester (issue remained). Then, a new power supply (vh-3010) along with the second power cord was used with the original adapter and evh kit (issue remained). Next, a third power cord was paired with the second power supply, same adapter and evh kit (issue remained). Lastly, the team tried a third power supply, the third power cord, a new evh kit, and a new adapter (vh-4020, first time the adapter was changed out, and it solved the problem). There was no patient harm. Slight procedural delay, approximately 5-10 minutes.

Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product a lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.